Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: we have received 5 closed samples of each possible batch, 118062 and 118404. Analysis and results: there are no previous complaints from these code batches; there are no units in our stock. All samples received are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of (B)(4). Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfilled (B)(4) and b. Braun surgical requirements. Needle attachment results before releasing the product were 1.07 kgf in average and 0.85 kgf in minimum and fulfilled (B)(4) requirements. Final conclusion: although the results of the samples received fulfil the specifications of (B)(4) / b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received.

Event description:
It was reported that there was an issue with the suture. During use on a patient at a dental clinic, the suture detached from the needle. It was unclear from which suture box the pack had been taken and opened. It was noted that it was unknown whether there was patient injury. Additional information has been requested.